Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) had the customer perform a routine system check and a 50 replicate precision test. Both performance assessments generated acceptable results. The fse performed a high sensitivity system check which passed within instrument specifications. The fse performed an instrument adjustment involving "ultrasonics - adjust to fixed 197 voltage." Although modifications were made to the instrument before returning it into service a definitive root cause for this event has not been determined to date. Associated mdrs for this event: 2122870-2011-02394, 2122870-2011-02366, 2122870-2011-02367.

Event description:
The customer reported that imprecise prostate specific antigen (psa) results were generated on an access 2 immunoassay system for multiple patient samples on multiple days. Data provided by the customer indicates that for two patients, imprecise psa results were generated from an access 2 immunoassay system on multiple days. This report represents the imprecise results generated on the access 2 immunoassay system on (B)(6) 2011 for patient one. The result, which was higher than expected but within the normal reference range, was reported outside the laboratory and was questioned by the physician because it did not match the patient's clinical presentation. It was subsequently repeated using an unknown alternate method, which generated a lower result that was within the normal reference range. The same sample was then recentrifuged and repeated on the access 2 immunoassay system. It generated results consistent with the alternate method. Although imprecise psa results were released from the laboratory, there were no reported deaths, serious injuries or modifications to patients' treatment associated or attributed to this event. Both levels of psa quality control (qc) were within the customer's established ranges. Specific qc data was not supplied to date. The customer noted that were no issues regarding instrument system checks, event log error messages or other assays to date. The sample was collected in a serum tube with a gel separator, and was centrifuged at room temperature prior to testing. The customer transfers and analyzes repeat samples from secondary tubes.